Event description:
It was reported that a boston scientific device was implanted in 2010. According to the complainant, the patient experienced recurrent vaginal bulges, severe recurrent dyspareunia, severe recurrent vaginal pain exacerbated by sitting, constipation, fecal and flatal incontinence of stool where the stool is liquid, mesh erosion, and various other complications after the implantation of the j & j gynemesh in 2005 and the bsc pinnacle. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.

Event description:
It was reported that a boston scientific device was implanted in 2010. According to the complainant, the patient experienced recurrent vaginal bulges, severe recurrent dyspareunia, severe recurrent vaginal pain exacerbated by sitting, constipation, fecal and flatal incontinence of stool where the stool is liquid, mesh erosion, and various other complications after the implantation of the j & j gynemesh in 2005 and the bsc pinnacle. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.